Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, and r-wave amplitude variation were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2026 for a scheduled implant procedure. Following the procedure, the right ventricular (rv) lead exhibited elevated capture thresholds, high pacing impedance, and variable r-wave amplitudes. The rv lead was subsequently explanted and replaced on the same day. The patient was stable throughout the procedure.